Event description:
It was reported that the IV bag and tubing were emptying of fluid and the air column passed through the pump without being detected with an alarm. The air was noted by the nurse before reaching the pt and the pump was removed from use. No pt injury resulted.